Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump shut down completely and no alerts or anything and battery was still good and the cap was good and it shuts down the pump what I did unscrew cap and it was tight and put the same battery back in and it was working. The customer states didn't have a new battery will call back to complete the troubleshooting on the pump. The insulin pump will not be returned for analysis.